Event description:
It was reported that there was stimulation in the wrong location. The patient¿s 7 day trial worked beautifully and took care of 70-75% of his pain. He expected the permanent implant do the same. The permanent implant was installed on (B)(6) 2013 and it worked for only 3 days and he started feeling stimulation in the wrong location. He met 4 times with manufacturing representatives (rep), but they could not get the stimulation in the right location. During adjustment, they could make his toes curl and made his legs feel like jello, they could get right underneath his should blades and back there and lower buttocks, but they could not cover stimulation across the waist where his pain was located. He was getting stimulation in his stomach and upper back and lower buttocks. Nobody could understand in 2 months of them reprogramming why they could not get stimulation in the right location, across his mid back. The patient then went in for a surgery and they were going to try to move the implantable neurostimulator (ins) and leads. After 1.5 hours of being on the operating table they could not figure out why they could not get stimulation in the right location and they could not move the leads. So, they cut both places again and took it out. The patient still had staples and he was going to the healthcare provider (hcp) tomorrow to have the staples removed. He kept asking the rep if the unit might be defective. The rep said, ¿it cannot be, it would send me alerts.¿ the patient thought that everything mechanical or electrical could be defective. The patient was upset and aggravated that he could not get any answers. He did not know where his unit was or if it was sent back to the manufacturer for analysis. The patient now only had the external equipment. He thought either the device was defective or the hcp did not do a good job. It was noted that there were no records of the device being returned to the manufacturer. It was later reported that the rep only did normal reprogramming sessions after the patient was permanently implanted. They did not see any device issue. X-rays confirmed that the lead placement was good. The patient was just not happy with therapy and eventually got an explant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); explanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(6), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was not determined. The patient recovered without permanent impairment. There was lack of stimulation coverage with non-anatomical/physiologic explanation. This led to explantation. The trial and post-op results were consistent.